Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was inquired to confirm the correct implant date of the pump. The reply from the manufacturer representative reported that the date of (B)(6) 2011 that was initially provided was approximate and told to them by the physician without giving a look to the patient's medical history. The representative noted that as they do not have the interrogation file, they can't calculate the implant date with the estimated elective replacement indicator (eri) time stamp. No further complications were reported and/or anticipated.

Manufacturer narrative:
Although it was reported the pump's implant date was (B)(6) 2011, our records show the device was manufactured on 2012-dec-01 (after the implant date). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient receiving intrathecal morphine 15 mg/ml at a dose of ¿6 mg/ml¿ and bupivacaine 10 ,7 mg/ml at 3,98 mg/day via an implantable pump. The indication for use was not reported. It was reported the patient went to the hospital for increased pain. The hcp read the pump and found a motor stall had occurred. The patient was administered intravenous morphine until the pump was replaced on (B)(6) 2018. The pump would be returned to the device manufacturer. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s weight and medical history was unavailable. Conflicting information was received indicating that the pump¿s implant date was (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.